Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of bent dilators is confirmed; however, the root cause could not be determined. One photograph of dualator dilators was returned for evaluation. An initial visual observation of the photograph showed dualator dilators side by side. The distal end of both dilators had a slight bend. Use residue was observed near the samples. No other details of the damage could be discerned in the returned photograph. Although bent dilators were was evident in the submitted photograph, inspection of the photograph was insufficient to identify the cause of the damage. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the complaint of two cases of the introducer sheath being prone to deformation during placement of the short-term dialysis catheter. No other information was provided. This report addresses the first device.

Event description:
It was reported that the complaint of two cases of the introducer sheath being prone to deformation during placement of the short-term dialysis catheter. No other information was provided. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.